Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited an alert for low impedance. It was also reported that the ra lead exhibited intermittent capture, intermittent sensing, and intermittent noise. The ra lead was programmed off and will be explanted and replaced. No patient complications have been reported as a result of this event.